Event description:
No new information received material#: unknown batch#: unknown. It was reported by customer that ¿IV device leaking where the diffisics meets the tubing of 20 ga x 1 inch, 25mm catheter system. Placed (B)(6) 2023. Verbatim: rcc received the complaint via email. Email(s) as attached. Icare 294121 ¿IV device leaking where the diffisics meets the tubing of 20 ga x 1 inch, 25mm catheter system. Placed (B)(6) 2023. ¿ 1. Was there any harm or injury to the patient, health care provider, or any other person? Unsure ¿ another line may have needed to be started. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. No 3. If not answered in question #2, what was the medication administered to the patient? No. 4. Is the event date known? (B)(6) 2023. 5. Is the product code/sku known? Is the lot number known? Unknown . 6. Is this sample available for investigation? Unknown 7. If not, is a photo sample available? No.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the unspecified bd nexiva¿ closed IV catheter system was leaking. The following was received by the initial reporter: ¿IV device leaking where the diffisics meets the tubing of 20 ga x 1 inch, 25mm catheter system. Placed on (B)(6) 2023. ¿ 1. Was there any harm or injury to the patient, health care provider, or any other person? Unsure ¿ another line may have needed to be started. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. No. 3. If not answered in question #2, what was the medication administered to the patient? No. 4. Is the event date known? (B)(6) 2023.